Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/then and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/layperson spoke with a customer care associate, cca, on 7/16/2007 regarding an error 5 prompt on her one touch ultra meter. The pt successfully tested for the cca. The pt alleged she received assistance in an emergency room (ER) one month earlier, due to the error 5 prompt. At the time she attempted to test on that date, she was dizzy and vomiting. In the ER, the pt's blood glucose was monitored. Because the pt had to end the conversation, the cca was unable to obtain info regarding treatment, if any. This senior medical affairs specialist has been unable to speak with the pt and will send a follow-up letter. This complaint is classified as an adverse event based upon the info that the pt may have experienced symptoms of possibly hyperglycemia or hypoglycemia while unable to obtain an actionable result on their blood glucose meter. This was followed by a trip to the ER.